Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the image would go from live image to color bars back to live due to the looseness of the retaining clip, not locking the paddle in correctly" was caused by a failure of the video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera iii video system center displayed an intermittent image. The issue occurred during maintenance. There were no reports of patient harm.